Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that after swimming, all of the keypad buttons were unresponsive and there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens. A leak test was performed and a leak was detected due to a crack in the pump case. The pump case was opened and moisture was found throughout the pump compartment. The unresponsive keypad buttons were not duplicated; no damage was observed to the keypad cover and all of the keypad buttons responded properly.